Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
T20 driver tip broke off in perform sphere extractor.